Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating another surgery was performed and the patient feels well.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens and the associated cartridge were returned separately inside a bag. The lens was returned positioned incorrectly (posterior surface up) in the lens case. Viscoelastic is dried on the lens. One haptic is broken from the optic including optic material. This haptic was present in the associated cartridge. The optic edge is torn/cut travelling toward optic center. The qualified company iii d cartridge was returned loose in the bag. There is only a scant amount of viscoelastic present in the cartridge. A broken haptic torn from the optic is located in the nozzle area. The haptic distal tip is oriented toward the cartridge tip. The cartridge has evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. The haptic was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The associated handpiece and viscoelastic were not provided. It is unknown if a qualified products were used. A broken haptic was observed inside the associated cartridge. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic was stuck during implantation. The lens was removed from the eye and the procedure was not completed. The surgeon plans to return the patient to surgery on another date to complete the case due to not having another lens with the needed power. Additional information has been requested.